Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not functioning after multiple reboots. The field service engineer (fse) reseated the drawer row board cable and tested it to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the rehab pyxis was not functioning. The customer stated that the device remained nonfunctional even after multiple reboots. Additionally, a row of cubies on drawer 2 failed to respond. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.